Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic test due to protruded drive support disk. The pump was unable to perform basic occlusion, prime, and the excessive no delivery test due to compromised force sensor system alarm. The pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked battery tube threads, cracked pump belt clip slot and scratched reservoir tube window.

Event description:
The customer's wife reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 396 mg/dl. The customer's wife stated that her husband was priming the pump and it alarmed compromised force sensor system. The wife stated that the escape and act buttons took the customer back to the rewind and prime process. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear protruded. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.